Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient experienced two infusion set was leaking at connection between tube and cannula which occurred on (B)(6) 2025. The infusion set was in use for few hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003582, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6003582 was manufactured according to the work instruction (wi) version 94 and manufactured in the line m10 on 05-oct-2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing of the lot 3j04418 was manufactured according to the wi version 55 and manufactured in the machine sc08, on 02-oct-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.